Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging: "patient has deceased now. Wife is calling. Wife states that he couldn't get enough air. He tried everything he could do to have them increase the air flow. Patient had nasal irritation, he would have difficulty breathing, headaches (alot) and also dizziness". Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any addition information is received at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device has not yet been returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging: "patient has deceased now. Wife is calling. Wife states that he couldn't get enough air. He tried everything he could do to have them increase the air flow. Patient had nasal irritation, he would have difficulty breathing, headaches (alot) and also dizziness". Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.